Event description:
(B)(4). Hair loss, constant pain, unstoppable bleeding. One coil wasn't placed right and ended up in raveling itself and attached to my stomach lining an inch below my bowel. Only ended up having it for 4 months and then ended up having to have surgery which was what I didn't want to happen to have my tubes removed.